Manufacturer narrative:
(B)(4) the date of event was reported as an unknown date and month in 2013. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. The patient had the hernia surgically repaired on an unknown date that same year. Dianeal therapy had remained ongoing. On an unknown date or month that same year, the patient had recovered. No additional information is available.